Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the laparoscopic cholecystectomy while over cystic artery, the device had difficulty loading properly. To resolve the issue, the surgeon opened a new device to complete the case. There was no patient injury.